Event description:
A 2.25 mm diameter x 18 mm length micro driver mx2 coronary stent system was inserted into a patient for the treatment of an lad lesion. The lesion was reported to have severe calcification and 80% stenosis. It was reported that the lesion was pre-dilated. It was reported that the physician was attempting to reach the lesion when stent came off of the balloon in the proximal lad. The undeployed stent was then deployed where it had dislodged. A second micro driver was then deployed distal to the first micro driver stent. Medtronic did not receive the delivery system for analysis. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.